Event description:
It was reported that the pin was missing from the tip of the instrument. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for evaluation. The visual macroscopic exam shows that the lower arm is fractured on the left side below the jaw pivot pin hole and on the right side above and below the jaw pivot pin hole. The pivot pin is not present with the returned instrument. Probable cause for the fracture is excessive handle force applied. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.